Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of dissection, as listed in the xience v everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot.

Event description:
It was reported the percutaneous transluminal coronary artery (ptca) procedure was to treat de novo lesion with mild tortuosity and moderate calcification with 99% stenosis in the distal left circumflex (lcx) artery. Pre-dilatation was performed with a 2.0 x 15 non-abbott balloon dilatation catheter. A 2.75 x 23 mm xience v stent was deployed at 14 atmospheres in the distal lcx; however, a proximal edge dissection was noted. Another xience was used to cover the dissection. There was no adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.